Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a caesarean section procedure on (B)(6) 2015 and suture was used. The patient experienced an evisceration 4 hours post op and suture breakage of the fascia. The patient required a reoperation under general anaesthetic. Additional information has been requested.